Manufacturer narrative:
As reported, a patient underwent placement of a trapease vena cava filter. The indication for the filter placement was not reported. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to, perforation of filter struts outside the inferior vena cava (ivc) wall. As a direct and proximate result of these malfunctions the patient suffered life-threatening injuries and damages and require extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering and other damages. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The reported ivc perforation could not be confirmed without procedural films for review. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal team, the filter subsequently malfunctioned and caused injury, and damage to the patient, including, but not limited to: perforation of filter struts outside the ivc wall. As a direct and proximate result of these malfunctions the patient suffered life-threatening injuries and damages and require extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses and pain and suffering and other damages.

Manufacturer narrative:
It was reported that a trapease vena cava filter malfunctioned with perforation of filter struts outside the wall of the inferior vena cava. Additional information provided indicated that the filter fractured, and the patient has experienced headaches, pain and mental anguish. The indication for the filter placement was prophylactically in a patient with a history of deep venous thrombosis and pulmonary embolism requiring surgery. The filter was placed via the femoral vein and deployed in the appropriate position in the ivc, after the location of the renal veins had been identified. Approximately nine years and three months post implant a computed tomography scan was performed to evaluate the filter. Results indicated that the medial struts of the filter abut the right lateral wall of the abdominal aorta and the anterior struts abut the posterior wall of the transverse duodenum. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The IFU states filter fracture is potential complications of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. The timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuosity. The CT scan report did not note fracture or tilt of the filter. Due to the nature of the complaint, the reported pain and headaches experienced by the patient could not be confirmed and the exact cause could not be determined. Anxiety, pain and headaches do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Review of the limited information available at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
According to the information received in an amended patient profile from (ppf), the filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, perforation of filter strut(s) into organs. The patient also reports abdominal aortic perforation, pain and mental anguish.

Manufacturer narrative:
It was reported that a trapease vena cava filter malfunctioned with perforation of filter struts outside the wall of the inferior vena cava. Additional information provided indicated that the filter fractured, and the patient experienced headaches, pain and mental anguish. The indication for the filter placement was prophylactically in a patient with a history of deep venous thrombosis and pulmonary embolism requiring surgery. The filter was placed via the femoral vein and deployed in the appropriate position in the ivc, after the location of the renal veins had been identified. Approximately nine years and three months post implant a computed tomography scan was performed to evaluate the filter. Results indicated that the medial struts of the filter abut the right lateral wall of the abdominal aorta and the anterior struts abut the posterior wall of the transverse duodenum. According to the information in an amended patient profile form, there was perforation of filter strut(s) into organs, the posterior wall of the transverse duodenum by anterior struts and abdominal aortic perforation. The patient also reports pain and mental anguish. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The IFU states filter fracture is potential complications of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. With the limited information available and without post implant images to review the reported device fracture, perforation of the inferior vena cava, organ and aorta could not be confirmed or further clarified. Due to the nature of the complaint, the reported pain and headaches experienced by the patient could not be confirmed and the exact cause could not be determined. Anxiety, pain and headaches do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. At this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.